Manufacturer narrative:
A review of system log report was performed. Per the review, the following was confirmed: external pressure on the universal surgical manipulator (usm). There was unexpected motion was due to a collision between usms. The surgeon stated the leak was not in the same area where the collision occurred in the initial procedure. He did not believe that the collision caused the issue with the bowel leak. No further information was provided by the surgeon. The cause or the extent of the bowel leak remains unknown.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the third arm collided with another arm and the collision caused a jerky, twisting motion in the instrument. This motion pulled the trocar out of the patient while the surgeon was dissecting. The issue was reported to the technical support engineer (tse) with an error code that showed external pressure on the arm. The instrument was knocked in a downward motion into the patient. The surgeon was seated at the surgeon side console (ssc) with his head inside the viewer. No injury was noted at the initial procedure. On post-op day 1, the patient was taken back to the operating room for an additional procedure for a bowel leak, however, the surgeon stated that it was unrelated to the collision. The leak was not in the same area where the collision occurred in the initial procedure. He did not believe that the collision caused the issue with the bowel leak. The patient had a leak and was taken back to the operating room.

Manufacturer narrative:
The event investigation is in progress.